Manufacturer narrative:
Based on available information, including details reported by an onkos sales representative, the probable root cause of the dislocation is an incorrect selection of articulating devices which interface at the hip joint. The root cause of the hip joint dislocation was not related to the design, manufacture, and/or sterilization of the implant.

Event description:
This retrospective report was opened to investigate a previously unreported revision surgery. This revision was discovered during the investigation of pcr 03192024-1 which involves the same patient in a later revision. Information was obtained about this surgery through a phone call with s. Bivens, an onkos distributor. He reported that the 42-year-old female patient with an eleos total femur replacement underwent a revision surgery on (B)(6) 2024 to replace an eleos femoral head due to dislocation at the hip joint.